Event description:
A pt was sitting in the wheel chair waiting for physical therapy. The wheel chair was not being pushed by any one when the front wheel (right side of pt) castor shattered. The pt lost balance from wheelchair as wheelchair tilted forward and fell to the floor.